Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible atrial oversensing. Far field r-wave (ffrw) oversensing had been previously noted and the left ventricular (lv) lead had been re-positioned six days following initial implant for an unknown reason. The ra lead and lv lead remain in use at this time. No patient complications have been reported as a result of this event.